Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2011 and performed to specification up to the 8th december 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between 14th-25th december 2013. The pad-pak became depleted during this time and remained in fault mode until 6th february 2015. A further pad-pak was installed and again multiple manual power ups were observed in the device memory up to the 25th february 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was slight voltage fluctuation observed on the pogo-pins, this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.